Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred on (B)(6) 2014. The first battery voltage measured after the reset was 1.749 volts. (B)(4).

Event description:
It was also noted that due to the power on reset (por) the longevity estimator was inconsistent.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had encountered a power on reset (por). The implantable cardi overter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)